Manufacturer narrative:
The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
During the resmed service center evaluation it was observed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device pneumatic block and data logs were returned to the resmed design house for an extensive engineering investigation. The investigation and performance testing of the pneumatic block confirmed the reported self-test failure due to dust contamination within the pneumatic block. Review of the device logs revealed single occurrences of system fault 74 and system fault 143 error messages. Based on the available information and investigations of similar complaints, the investigation determined the system fault 74 and 143 error messages were due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
During the resmed service center evaluation it was observed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.